Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test and prime test. No motor error alarm noted. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistor (gold). Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. Insulin pump had motor error alarm. "Dive" support cap was normal. Customer was able to rewind. Insulin pump had no delivery alarm. The insulin pump will be returned for analysis.